Event description:
It was reported that prior to starting a da vinci-assisted sigmoid colectomy surgical procedure, the operating room (or) staff called in to inform that console 2 was giving a recoverable error 23118. The customer stated they were getting a "potential problem with the right-hand control, disable to continue" message. The customer had powered off and did a hard reset of console 2, but the issue persisted. The technical support engineer (tse) verified in the system logs that the right-hand control internal motor was not working. The customer had another console they could bring into the room.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to calibrate and the right master tool manipulator (mtm) failed calibration. The right mtm was replaced due to the intermittent 23118 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis replicated and confirmed the reported complaint. A review of the field system logs showed the unit had experienced the following error code: 23118 (eevt_inc2hall_error mtm_grip). A visual inspection was performed and found no external damages. The unit was placed on an in-house system and failed after being manually articulated. The following errors were observed: 23138 (eevt_hall_edge_to_edge_lim 22039 log_gravity_check_warning). The unit was the placed on a surgeon side console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The unit failed on the following, replicating field and system test errors: gravity balance test post sine cycle - sh failed the following specs: shoulder_max_imbalance. They performed recalibrations, re-executed the test, and it passed. Upon rebooting after calibrations, anither error occurred: error using homemanip (line 22) homemanip: (mtmr) failed to home error in powerup>testmanip (line 469) error in powerup (line 274) adv 22032 log_mtm_homing_failure (scc) rel 23118 eevt_inc2hall_error (mcer) rel 23138 eevt_hall_edge_to_edge_lim (mcer). The rest of the fitness tests passed and 1-hour sine cycle passed. After investigations, failure analysis found the grip motor to be the root cause for the field and in-house errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.